Event description:
The cardiologist attempted arteriotomy closure a techstar xl 6 fr pvs device. The patient reportedly was very large. One needle did not present on deployment. The cardiologist removed the other needle without checking that both needles were present. Backdown of the other needle was not successful. Fluoroscopy showed that the needle that did not present had presented outside the barrel. The subcutaneous track was dissected to access the needle. The needle was pulled out and closure was completed with the sutures from the same device. The subject device was not returned to the manufacturer for evaluation and a lot number was not provided. However, the occurrence as described suggests that a greater than 45 degree angle of insertion may have been necessary related to the patient's size. The instructions for use clearly direct the user to hold the device at an insertion angle of 45 degrees or less during needle deployment. A higher angle of insertion can cause the needle to lose alignment with its intended track into the barrel as happened in this case. The instructions for use further directs the user to terminate deployment and perform needle back down in the event that both needles do not present on deployment. The instructions for needle back down clearly direct that the user not remove any deployed needles. Removal of one needle from the device interferes with the balance of the needle holder and prevents a successful needle back down. Needle back down is a safety feature of the device allowing the user to return the needles to the sheath in the event that difficulty with deploymnet is encountered. When needle back down is successful, the device can be safely removed and manual compression can be achieved.